Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/lymphadenectomy surgical procedure, the customer noticed that the maryland bipolar forceps (mbf) instrument had a cracked insulation by the jaw. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer could not provide any additional information other than confirming there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. This failure was most commonly caused by insulation degradation and carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The complaint regarding cracked insulation by the jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. A confirmation of localized melting near the grip base and thermal damaged occurred at or near the conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the insulation damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.